Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was revised due to pegs shearing off of the patella. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the photographs for the explanted patella implant provided shows all three patella pegs is fractured from the device. There is bone growth seen on the device. The picture of the open knee shows some black debris. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure 4 years post-implantation due to pegs shearing off of the patella. Attempts to obtain additional information have been made; however, no more is available.